Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: customer returned one used bd safeclip device. Consumer reported safe clip will not clip the needles just bends the needles. The returned safe clip was examined microscopically, and the cutting hole was also observed to be blocked by cannula cut from previous usage. Cannula were not able to be cut using the returned safe-clip. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as the device performed as intended and is now likely full. Root cause description: the likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container.

Event description:
It was reported that clipping error occurred during use with a safe-clip. The following information was provided by the initial reporter, "safe clip will not clip the needles just bends the needles. New safe clip using with insulin syringes."